Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer's reported event (image issues) occurred during the equipment maintenance. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by the poor printed circuit (g1) board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the high definition lcd monitor had image problem. Inspection and testing of the returned device found that the monitor turned off due to faulty printed circuit board. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the window on the bezel was stained and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.